Event description:
It was reported via merlin.net transmission that the patient's implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. The ICD remains implanted and unaddressed. The patient was in stable condition.